Event description:
It was reported that a pericardial effusion, perforation, hypotension, and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed and a 27mm watchman flx laa closure device was implanted. The patient entered the procedure with intermittent long pauses and bradycardia. Three recaptures occurred during the procedure to place the closure device. No effusion was noted prior to or during the procedure. After release of the closure device, the patient became vaso-vagal and experienced a low heart rate and blood pressure. The patient was stabilized and observed for five hours post procedure in holding, and multiple transesophageal echocardiography (tee) images were performed to check for effusion, however, no effusion was noted. The patient was then transferred to a telemetry bed, and the patient became hypotensive eight hours post procedure. Tee then revealed a moderate, circumferential pericardial effusion, which was believed to have been caused via micro-perforation of the laa from the anchors of the closure device. The pericardial effusion progressed to cardiac tamponade. Pericardiocentesis was performed successfully in the catheterization lab, which removed 375 cc of fluid from the site. The drain was left in the patient overnight and removed the next day. The patient was discharged home two days post intervention.